Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors did not cauterize the vein. The procedure was completed using a second device. No pt complications were reported.